Event description:
A peritoneal dialysis pt reported that there was leak in the cassette at some point during treatment. There is no report of pt ill effect. There is no sample available for evaluation.